Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned product noted: the first photo depicts an ethicon ligamax inserted into the trocar. The second photo depicts a close-up view of the ligamax inserted into the trocar, the circular seal is shown poking through the top of the trocar. The third photo depicts a stryker strykeflow ii inserted into the trocar. Post market vigilance (pmv) led an evaluation of three versaone universal fixation cannula 5mm standard. The visual inspection of the returned products noted the circular seals, trocars and envelope seals appeared intact. Pmv performed functional testing; the devices passed an air leak test. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The cannulas tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a demonstration, the device stuck as they tried to pull it out on the first trocar and the blue seal coming out of the top of the trocar. By gripping the cannula and pulling with extra force, they were able to remove the device. The second device got stuck several times on the second trocar as they tried to push it forward and pull it out. After inching the irrigator forward and backwards several times, they were able to pull it out. The third device was stuck on the third trocar. They then tried the first device again and it stuck the first time down and out but not again. There was no patient involvement.